Event description:
Intra-aortic balloon pump experienced ¿autofill failure¿ became inoperable during use on an open heart patient. Then went into ¿standby¿ mode for 20 minutes until changed out with a different intra-aortic balloon pump. FDA safety report ID (B)(4).